Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Pump received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was 97 mg/dl. The customer stated that he went into the swimming pool with his pump on. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated that half of the screen is fogged up.